Event description:
Philips received a complaint on the defibrillator indicating that the device had battery failure alarm during self-test. There was no patient involvement.

Manufacturer narrative:
(B)(6).